Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient (pt) contacted fresenius technical support to report that a liberty select cycler had a blank screen during an unknown phase/ cycle of dialysis. The customer pressed the ¿ok¿ and ¿stop¿ buttons and touched the screen, but the screen remained blank. The ¿ok¿ and ¿stop¿ buttons did not make any sound when pressed. The customer rebooted the cycler and the ¿ok¿ and ¿stop¿ buttons lit up but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.